Manufacturer narrative:
Complaint (B)(4). Fillers were injected into the patient and is not available for return. The event involves an infection that cannot be attributed to the product, as the investigation results confirm that the product was compliant at the time it was shipped to the customer.

Event description:
Health care professional reported injecting a patient with form in the nasolabial folds. Approximately 2-3 days post injection, the patient developed hard bilateral lumps in the nasolabial fold region. An unknown amount of vitreous was used to dissolve the product to rule out a vascular occlusion. The patient was referred to another hcp for complication management. Patient underwent ultrasound guided drainage of the bilateral abscesses. Abscesses were cultured and found to be streptococcus anginosus and prevotella. Patient is being treated with prolonged antibiotics and is improving. Safety database number (B)(4). Additional comments: importer complaint number (B)(4).

Manufacturer narrative:
Follow-up 1 contains the following: addition of information that was previously blank a2: age, a3a: sex, a4: weight, a5: ethnicity, a6: race. Updated b5 describe event of problem: updated patient's current status updated h10: related report numbers: added reference to mw5175669 updated h6 type of investigation to add 3331. Corrected h6 clinical code from 1690 to 1735. Safety database number (B)(4). Complaint number (B)(4).

Event description:
Health care professional reported injecting a patient with form in the nasolabial folds. Approximately 2-3 days post injection, the patient developed hard bilateral lumps in the nasolabial fold region. An unknown amount of vitrease was used to dissolve the product to rule out a vascular occlusion. The patient was referred to another hcp for complication management. Patient underwent ultrasound guided drainage of the bilateral abscesses. Abscesses were cultured and found to be streptococcus anginosus and prevotellla. Patient is being treated with prolonged antibiotics (initially augmentin and clindamycin, later changed to amoxicillin and metronidazole. The hcp reported that as of (B)(6) 2025 the patient's symptoms have resolved.